Event description:
The customer stated, that she tested her blood glucose using an elite basic meter and a competitors meter. The elite read 62 mg/dl, while the other meter read 200 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution and a check strip were sent to the customer for further troubleshooting of the system. No product will be returned at this time.